Event description:
During a left eye cataract extraction surgery, the phacoemulsification machine stopped aspiration, hand piece was changed, no change, new tubing was opened, no change, new machine was started and was not working correctly, old machine was shut down and restarted and after two attempts aspiration started working and precedures were finished.====================== manufacturer response for phaco machine, (brand not provided) (per site reporter)======================the rep came and repaired the machine. They diagnosed issue to a loose hose connection point.